Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13oct2020.

Event description:
The customer reported the unit will not run on (alternating current) ac. There was no patient involvement.

Manufacturer narrative:
G4:27apr2021. B4:27apr2021. The customer evaluated the device and confirmed the failure. The power supply was replaced and the unit passed testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.